Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle loaded with a j-tip guidewire and a guidewire straightener in a guidewire hoop was returned for evaluation. Gross visual, microscopic visual, functional and dimensional evaluations were performed. The investigation is inconclusive for the reported difficult to insert, as the exact circumstances at the time of the reported event cannot be verified and the sample evaluation results indicating difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. However, the investigation is confirmed for the reported stretched, identified fracture, physical resistance and material protrusion issues as the guidewire was noted to be uncoiled on a distal end portion and the uncoiled guidewire felt stuck within the introducer needle. The flat core wire was noted to have a complete break and was noted to be protruding the uncoiled guidewire area. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2023) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire was allegedly difficult to insert through the puncture needle. It was further reported that the guidewire was allegedly stretched. There was no reported patient injury.